Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. The physical evidence and reported problem are consistant with that of an iab which became entrapped and needed to be surgically removed from the pt. Although the pt consequences of balloon penetration remain overhwlmingly benign, generally necessitating only the removal of the balloon and its possibel replacement, the med community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may dehydrate under the continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood enters to become visible in the catheter. This clot may cause the balloon to become too large for percutaneous removal or to become "entrapped" in the artery. Balloon entrapment necessitating surgical removal has been reported in literature and has been experienced by users of intra-aortic balloons. We therefore urge the user, as we have in our instructions, to discontinue pumping and consider the removal of the balloon from the pt at once if a removal of the balloon, you would be well advised to call for a vascular consultation, as was done in this case. (This follow-up MDR was mailed to the FDA on 8/28/98).

Event description:
After intra aortic balloon pump for about nine hrs, the iab leaked and the iab was removed. A second iab was inserted into the pt. On 5/20/98, the following info was reported to datascope: the iab was inserted into the pt on 5/14/98. After iabp for eight hrs, the iabp stopped pumping and the "rapid gas loss" alarm sounded from the sys 90 pump. There was no sign of blood noted at first in the balloon catheter tubing. Then, the pump stopped working. A clot was noted in the iab catheter. The iab was removed by cutdown. A second iab was inserted. (Event complications: unk-reported 5/18/98; iab was surgically removed-rpt'd 5/20/98.) (Pt's current status: unk-rpt'd 5/18, 5/20/98.)